Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es unable to login the station and unable to authenticate. The customer reported that users were unable to remove medications. However, there were no delays in patient care workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the unable to login the station and unable to authenticate due to software issue. A technical support specialist connected to the station and reviewed the logs. The specialist then advised the user to contact hit to unlock her account and reset her password, as well as her fingerprint, to address the issue. The system functioned as intended after the technical support service troubleshooted the device.